Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported there was a revision because the ins went completely out and patient explained that the ins had worked it way out of the site and was coming up to get out of their body, it pushed it way right out and so they had a revision and it was put deeper. Patient further stated that they thought the health care professional had turned to device off but when they want to reset it, it said call your clinician. Patient reported no falls or trauma so the surgery was probably the cause of the por code. Patient was redirected to their health care professional. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the cause of the por or erosion was unknown. The also stated that the mdt rep reset the device. No further complications were noted or anticipated.